Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that atrial lead had a history of elevated threshold measurements and high pacing impedance measurements greater than 2500 ohms measured through the device which had been programmed to vvi configuration due to the lead issues. No measurements were taken with the pacing system analyzer (psa). A revision procedure was performed and this atrial lead was removed from service. No adverse patient effects were reported.